Manufacturer narrative:
Phone number: mobile (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image on the screen. The issue happened prior to a therapeutic, laparoscopic small bowel resection. The procedure was completed using a similar device. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: h2, h3, h4 and h6, h10 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. The cable failure caused a communication failure which resulted in image defects. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was linked to the device but was unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image on the screen. The issue happened prior to a therapeutic, laparoscopic small bowel resection. The procedure was completed using a similar device. There was no patient harm reported.